Event description:
It was reported that a patient experienced peritonitis manifested by cloudy drain coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. Three days after the onset, the patient began treatment with vancomycin, ip (dose and frequency not reported) for peritonitis. The cause of the peritonitis was unknown. The patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.